Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter device is filed under a separate medwatch report number.

Event description:
This will be filed to report difficulty positioning the delivery catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. There was difficulty inserting the steerable guide catheter (sgc) as the vessel was curved. The clip delivery system (cds) was advanced to the mitral valve but when turning the m knob, there was difficulty steering down the clip. In echocardiogram, the sgc could be seen to move a lot when the knobs were turned. There was a possibility of a kink in the sgc. The physician decided to remove both devices, sgc and cds. A new sgc and cds completed the procedure successfully. One clip was implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The device analysis did not confirm the reported unintended movement of the delivery catheter (dc) shaft. All available information was investigated and a conclusive cause for the unintended movement of the (dc) shaft in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. There is no indication of a product issue with respect to manufacture, design or labeling.